Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-110mg/dl fasting. Verified the strips expire 6/24/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer believed the results were inconsistent because he performed several test last night fasting and results were lo, 96,108 mg/dl. Date is set correctly but the time is not set correctly.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-110mg/dl fasting. Verified the strips expire 6/24/2017. Customer confirms the strips have been properly stored and were first opened 11/17/2015. Reviewed meter memory: (B)(6). Customer believed the results were inconsistent because he performed several test last night fasting and results were lo, 96,108mg/dl. Date is set correctly but the time is not set correctly.